Manufacturer narrative:
Corrected information for supplemental medwatch report 002: section b7, other relevant history, of the initial medwatch report stated: blank. Section b7, other relevant history, of the initial medwatch report should have stated: obesity hypoventilation syndrome, chronic renal failure, pulmonary hypertension. New information for supplemental medwatch report 002: h6: the device was evaluated by ventec where the reported issue of it delivering low vte (exhaled tidal volume) could not be duplicated or confirmed. During the evaluation, ventec found that the device had been set to slow pressure adjust rate, meaning that the device would slowly adjust the pressure output, and in-turn the vte. When ventec tested the device on the customer's settings, there were no issues observed with the the device's vte, and it was able to deliver the target vte. Ventec did observe, however, a white powder contamination throughout the device. Depending on the state of the contamination when it first entered the device (wet or dry), it could have affected the ventilator output. The filters being clogged could have also played a role in the output of the device and affected its accuracy. Ventec replaced all contaminated parts, which included (but not limited to) the blower and multiple tubes and couplers. Proper device operation was then confirmed through functional and performance testing. The source of the contamination could not be determined. Additionally, the cause of the reported low vte delivery could not be conclusively determined.

Event description:
It was reported to ventec that the device was delivering low vte (exhaled tidal volume). There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. (Due to a technical issue, ventec was unable to select 'american indian or alaska native' for section a6, race).

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section a6, race, of the initial medwatch report stated: blank. Section a6, race, of the initial medwatch report should have stated: american indian or alaskan native.